Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a second infusion was intermittent, not delivered during therapy (medication, dose, programmed amount and delivery rate unknown). The device passed biomedical testing by the customer for a primary infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.